Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during mvd procedure, duragen 3x3 1 pack ce (id3301i) was implanted on posterior cranial fossa. A week after the mvd surgery, patient took a flight and cerebrospinal fluid (csf) leakage occurred. The patient came back two weeks later after the surgery and explanted the product. During reoperation, no problems were found in the implanted area. The product was used in the same way as before (inlay + dura mater water-tight suture + onlay). No further information was provided by hospital.

Manufacturer narrative:
Duragen (id3301i) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. In addition, no photos showing the reported condition have been provided. Therefore, the complaint is considered unconfirmed. Based on the available information, a medical assessment was performed which concluded the following: ¿there is insufficient information to determine a certain causality; however, increased cranial pressure i.e., valsalva maneuver, during the flight may be causal to the leakage.¿ the root cause of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.